Manufacturer narrative:
Following a flow sensor assembly replacement, the device is now giving 111b ¿35 v supply failed¿ and 1117 ¿3.3 v failed¿, and 1134 ¿blower stalled¿ errors. The blower controller was not showing any information on the vent info screen. The rse performed troubleshooting and informed the customer that the manufacturer recommends replacing the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba per the service manual. The blower may also need to be replaced for the 1134 ¿blower stalled¿ error, but the error may clear after replacing the mc pcba. Device evaluation and repair are still pending, and this investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 35v failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 35v failure occurred-- the customer noted that the 35v, 12v and 5v volt readings on the pneumatic screen were zero, and the serial number displayed on the ventilator information screen for the motor controller (mc) printed circuit board assembly (pcba) is all "y"s; when the customer placed the device into ventilation mode, the device alarmed for 1107 "proximal pressure sensor calibration data error". The remote service engineer (rse) advised the customer to replace the power management (pm) pcba, which should correct the bad voltages and serial number display on the ventilator information screen. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 09sep2025, 23sep2025, and 07oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.